Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of not tightening the screw adequately during implantation, which allowed for the screw to back out over time. A torque limiting handle is supplied in the instrument kit and "clicks" when the correct amount of torque is applied to the screw.

Event description:
Screw backed out during surgery.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Screw backed out during surgery.